Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of implant") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 31-year-old female patient who had essure (batch no. 872583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included borderline diabetes, hypertension, idiopathic thrombocytopenia and seizure. Concurrent conditions included obesity. Concomitant products included escitalopram oxalate (lexapro) since 2002, hydrochlorothiazide, metoprolol, metoprolol tartrate (lopressor) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines"), mood swings ("mood swings"), hyperhidrosis ("hot sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), depression ("depression"), rash generalised ("rash all over body"), headache ("headaches"), coagulopathy ("blood or heart disorder/condition type:blood doesn't clot"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (she had surgery to remove the essure implant in (B)(6) 2012 and (B)(6) 2016.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, mood swings, hyperhidrosis, vaginal haemorrhage, female sexual dysfunction, depression, rash generalised, coagulopathy, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower and back pain outcome was unknown and the pelvic pain, migraine and headache had resolved. The reporter considered abdominal pain lower, back pain, coagulopathy, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash generalised, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had surgery to remove essure implant in aug-2012 and in jul-2016. Discrepancy noted for date(s) of removal:(B)(6) 2013:surgical removal of coil(s).hysterectomy with unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Reporter information updated. Lot no. Added. Patient demographics were added. Suspect drug indication added. Historical condition, concomitant drug were added. Events added per pfs mood swings, hot sweats, abnormal bleeding (vaginal), abnormal bleeding( menorrhagia), apareunia (inability to have sexual intercourse, depression, rash all over body, headaches, blood doesn't clot, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), perforation(fallopian tube(s)), fatigue, weight gain, lower abdominal pain, lower back pain. Updated onset date, outcome. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of implant") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 31-year-old female patient who had essure (batch no. 872583 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included borderline diabetes, hypertension, idiopathic thrombocytopenia, seizure, grand multiparity and multi gravida. Patient's current weight 240 lbs. Previously administered products included for an unreported indication: celexa. Concurrent conditions included obesity, chlamydial infection and human papilloma virus infection. Concomitant products included escitalopram oxalate (lexapro) since 2002, hydrochlorothiazide, metoprolol, metoprolol tartrate (lopressor) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2016, the patient experienced migraine ("migraines"), mood swings ("mood swings"), hyperhidrosis ("hot sweats"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), rash generalised ("rash all over body"), the first episode of headache ("headaches"), coagulopathy ("blood or heart disorder/condition type:blood doesn't clot"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain/ back pain"). On an unknown date, the patient experienced the second episode of headache ("headache") and complication of device removal ("complication of device removal"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, she had surgery to remove the essure implant in (B)(6) 2012 and (B)(6) 2016. And ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, menorrhagia, mood swings, hyperhidrosis, vaginal haemorrhage, female sexual dysfunction, depression, rash generalised, coagulopathy, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, back pain and complication of device removal outcome was unknown and the pelvic pain, migraine and the last episode of headache had resolved. The reporter considered abdominal pain lower, back pain, coagulopathy, complication of device removal, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash generalised, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: she had surgery to remove essure implant in (B)(6) 2012 and in (B)(6) 2016. Discrepancy noted for date(s) of removal: (B)(6) 2013: surgical removal of coil(s). Hysterectomy with unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Lot number 872583 - invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jan-2019: this case will be deleted from bayer pv database. Nullification reason: while processing a follow-up, it was discovered that this case should have been considered as a follow-up of case (B)(4). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)"), device dislocation ("migration of implant") and menorrhagia ("abnormal bleeding ( menorrhagia)") in a 31-year-old female patient who had essure (batch no. 872583 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included borderline diabetes, hypertension, idiopathic thrombocytopenia and seizure. Concurrent conditions included obesity. Concomitant products included escitalopram oxalate (lexapro) since 2002, hydrochlorothiazide, metoprolol, metoprolol tartrate (lopressor) and ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), migraine ("migraines"), mood swings ("mood swings"), hyperhidrosis ("hot sweats"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse"), depression ("depression"), rash generalised ("rash all over body"), the first episode of headache ("headaches"), coagulopathy ("blood or heart disorder/condition type:blood doesn't clot"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), the second episode of headache ("headache") and complication of device removal ("complication of device removal"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy), surgery (she had surgery to remove the essure implant in (B)(6) 2012 and (B)(6) 2016.) And surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, device dislocation, menorrhagia, mood swings, hyperhidrosis, vaginal haemorrhage, female sexual dysfunction, depression, rash generalised, coagulopathy, nausea, dysmenorrhoea, dyspareunia, fatigue, weight increased, abdominal pain lower, back pain and complication of device removal outcome was unknown and the pelvic pain, migraine and the last episode of headache had resolved. The reporter considered abdominal pain lower, back pain, coagulopathy, complication of device removal, depression, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash generalised, vaginal haemorrhage, weight increased, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: she had surgery to remove essure implant in (B)(6) 2012 and in (B)(6) 2016. Discrepancy noted for date(s) of removal: (B)(6) 2013:surgical removal of coil(s). Hysterectomy with unilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.2 kg/sqm. Lot number 872583 - invalid. Most recent follow-up information incorporated above includes: on 21-sep-2018: update of information (batch was not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), migraine ("migraines") and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant in (B)(6) 2012 and (B)(6) 2016.). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, migraine and pelvic pain outcome was unknown. The reporter considered device dislocation, migraine and pelvic pain to be related to essure. The reporter commented: she had surgery to remove essure implant in (B)(6) 2012 and in (B)(6) 2016. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.